Manufacturer narrative:
Previously reported on (B)(4) with MDR# 3030677-2020-01175. Device investigation will be completed on (B)(4) with MDR# 3030677-2020-01175 upon receiving the device for investigation.

Event description:
It has been reported that the device is failing self-test.